Event description:
The box for this aq2003v silicone three-piece lens was returned without any previous allegation of product problem. A call was made to the user facility and the reporter stated that the surgeon attempted to insert this lens but the trailing haptic bent upon advancement through the cartridge. The surgeon did not want to use the lens. A backup lens was implanted.